Event description:
It was reported that the pump failed to infuse the full amount of medication. No patient injury was reported.

Manufacturer narrative:
A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed there was extensive fluid ingression into the main body of the pump, which covered the interconnect board, the main board and the power supply board. A review of the event history log was unable to be performed due to the pump would not power up. Functional testing could not be completed because the pump would not power up. Fluid ingression into the power supply chamber which shorted out the 120 volt solder connections on the bottom of the power supply and caused the customer's programmed infusion to be interrupted. The root cause of the problem was customer induced via fluid ingression into the main body of the pump as a result of either the customer's improper cleaning of the pump, or the customer's introduction of excessive fluids to the pumps surface. Corrective actions are to be determined as the pump may be damaged beyond economical repair. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).